Event description:
A malfunction alarm identified as malf 9 was reported without any notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, ensuring no recurrence of the malfunction. The customer was instructed to continue using the pump and to report any future occurrences of malfunction codes.